Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes there was erroneous results. The following information was provided by the initial reporter. The customer stated: "biologists and technicians have recently reported on several occasions aberrant results of potassium taken from green tubes. The last incident a sample was taken a first time with a green tube, potassium at 14, "given the aberrant result", a control was requested by the biologist. A second sample was then taken with another green tube of the same batch: 1085920 and the result was normal: 4.3.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. All tubes filled as expected and all results were normal. Visual inspection found no haemolysis. Analytical testing and visual inspection of the retained and control tubes did not confirm the reported defects. Bd was unable to confirm the customers¿ indicated failure, erroneous potassium results, because it did not occur in the retained lot samples. Visual and analytical evaluations of control samples for erroneous results demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes there was erroneous results. The following information was provided by the initial reporter. The customer stated: "biologists and technicians have recently reported on several occasions aberrant results of potassium taken from green tubes. The last incident a sample was taken a first time with a green tube, potassium at 14, "given the aberrant result", a control was requested by the biologist. A second sample was then taken with another green tube of the same batch: 1085920 and the result was normal: 4.3.